Event description:
Underwent orif right femur with bone grafting. A hematoma was removed from the fracture site and once the fracture was stable, a cortical onlay allograft was placed laterally. Pt did well until 2 months later when they were readmitted with pain and an occult fracture. Pt underwent a right revision of total hip arthroplasty. On event date pt was re-admitted with a septic right hip and underwent irrigation and debridement. Purulent material was found underneath the bone graft as well as in the joint. Cultures of the joint and fluid grew citrobacter koseri.